Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 05jun2018 to assess the instrument test results. On 04jun2018 an immucor field service technician inspected the instrument which was in operation upon their arrival. Replaced washer manifold to improve reaction results. Unit was tested and operated within specifications with no problems observed. After service the instrument operating as expected and returned to customer. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative screen assay results for capture-r ready-screen 3 on the galileo echo instrument tested on (B)(6) 2018.